Event description:
Pt was revised to address infected total hip with significant amount of acetabular osteolysis. Poly wear noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the prod and lot codes were unavailable. The investigation could not verify or identify any evidence of prod error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.